Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he was having issues with air bubbles in the reservoir. Customer's blood glucose was unknown. Customer stated the air bubbles are bigger then champagne bubbles. Customer stated the device was not rewound with the reservoir in place. Customer allows the insulin to get to room temperature prior to using. Customer will use a reservoir from a different lot number. Customer is not returning the reservoir for analysis.